Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. (B)(4). Buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in spain underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported on (B)(6) 2021 that the patient had a consultation with a surgeon to assess for buried bumper surgery. A previous buried bumper surgery was done in which the problem was solved, however after a few weeks a buried bumper recurred. The surgeon decided not to intervene again and decided the best option was not to perform another surgery to remove the buried bumper. In case of worsening of the peri-stomal area, pain or gastric symptoms, options will be considered.